Event description:
Per the clinic, the patient experienced a loss of connection to the internal device. It is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(6) 2011. The patient was implanted in the contralateral ear on (B)(6) 2011.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2012; during the same surgery the patient was reimplanted with a new device. This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4). This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4). Implanted device remains.